Event description:
Female infant born on 4/12/97 weighing 810 grams, 27 weeks gestation transferred to neonatal ICU. On 4/26/97 a PICC catheter was inserted. On 5/8/97 baby was noted to have acute clinical deterioration. Baby coded, CPR initiated, resuscitation efforts were unsuccessful. Autopsy performed on 5/12/97. At this point in time after the review of the autopsy report, hosp feels that they still cannot determine whether the death was specifically related to the device as the autopsy report also identifies organisms consistent with malassezia furfur in epicardiaum as noted on autopsy report. 26-day-old, ex-premature (27 weeks gestation) 1040gm female infant. No overt developmental anomalies. Central nervous system: mild hydrocephalus. Cardiovascular system: pericardial effusion. Catheter perforation of right atrium. Focal right atrial myocardial necrosis. Organisms consistent with malassezia furfur in epicardium. Respiratory system: parenchymal hemorrhage. Immaturity. Gastrointestinal tract: hepatic extramedullary hematopoiesis. No pathologic diagnosis. Hematopoietic system: no pathologic diagnosis. Urinary tract: no pathologic diagnosis. Female genital system: parametrial adrenal rest. No pathologic diagnosis. Endocrine system: no pathologic diagnosis. Musculoskeletal system: no pathologic diagnosis. Placenta: chronic plate inflammation. Chorionitis.